Manufacturer narrative:
The technician found a missing spring on the side rail latching mechanism. The technician replaced the side rail latch spring to resolve the issue.

Event description:
The technician alleged the side rail will not latch. No injury reported.